Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. It was also found the customer had a battery out limit alarm. Customer's blood glucose was 327 mg/dl. The customer also reported exposing their insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad trace. No frozen keypad anomaly was noted. No further tests could be performed due to unresponsive down button. The insulin pump was also received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot. No moisture damage inside pump was noted.